Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse then checked the dispensing at the aspirate wash manifold and found that no water was being dispensed at the wash displacement port and very little wash 1 was being dispensed. The cse replaced a defective 2-way valve (v10) and a defective 3-way valve (v52) on the wash manifold in the front drawer. The cse checked and adjusted the sample probe bottom calibration and checked for bleach, acid and base dispensing and vacuum. The customer ran quality controls, which were acceptable. The cause of the (B)(6) results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that they obtained (B)(6) results on patient samples on an advia centaur xp instrument. The customer stated that patient samples which initially tested as (B)(6) were resulting as (B)(6) upon repeat testing. The customer provided an example of a (B)(6) result. Sample with accession # (B)(6) was initially tested on the advia centaur xp instrument, resulting (B)(6). This sample was repeated on the same instrument in duplicate and the first replicate result was (B)(6) while the second replicate result was (B)(6). The (B)(6) result was not reported to the physician(s). The sample was repeated for the second time on the same instrument, resulting (B)(6). The (B)(6) result was reported to the physician(s). It is unknown which results were reported for the rest of the patient samples. There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.